Manufacturer narrative:
Correction to bsc event date to 05/15/2023.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right ventricular (rv) lead exhibited shock impedance measurements of greater than 3,000 ohms. It was noted this started post left ventricular assist device being implanted. Noise was observed in past atrial tachy response (atr) events. Technical services (ts) discussed possible reasons for impedance and noise. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right ventricular (rv) lead exhibited shock impedance measurements of greater than 3,000 ohms. It was noted this started post left ventricular assist device being implanted. Noise was observed in past atrial tachy response (atr) events. Technical services (ts) discussed possible reasons for impedance and noise. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.